Event description:
Patient has reported breast pain and is concerned due to the device recall. Subsequently, patient reported "a fibroadenoma in my right breast" and "now it feels as there were fluid in my breast". Device remains implanted. This relates to the right side

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.